Manufacturer narrative:
(B)(4). The device was manufactured from may 18, 2015 - may 19, 2015. The device was received for evaluation. Visual inspection did no identify any defects with the device. A flow rate test was performed and the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor took 50 hours to deliver its medication rather than the expected 24 hours. The device was filled with 440mg of fluorouracil and 96ml of sodium chloride. There was no patient injury or medical intervention associated with this event.